Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot.conclusion code: off-label use [over 45 years of age at time of implant ((B)(6)), anterior endothelium chamber depth < 3.0mm (2.80mm)] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, -7.0/+1.0/x172 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the surgeon reports high vault, significant shallow angles and acd, and iris atrophy at the implant incision site. Surgeon also states patient is "prone" to iris prolapse. Lens remains implanted.

Manufacturer narrative:
Additional secondary surgical intervention noted by surgeon: enlargement of/addition of new pi using yag laser. Surgeon has no plan to exchange the lens, will monitor cornea; states "remaining acd icl-cornea: 1mm." (B)(4). Conclusion: previously stated acd of 2.80mm; corrected value is 2.78mm. (B)(4).

Manufacturer narrative:
(B)(4)